Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage which occurred by physical stress that then led to water invasion of the device. As a result, an abnormality of electrical parts occurred. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the e315 error message was confirmed and occurred occasionally. The b30 error message could not be reproduced. Evaluation also found the adhesive of the bending cover was damaged with leakage, the switch #1 had leakage, the key top of switch 1 was damaged, the switch box was damaged, the protector of the scope connector was loose, all four angles were insufficient, the up angle had play, and the nozzle was deformed and rusty. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed a b30 scope communication and e315 unsupported scope error messages. The error messages were displayed during inspection before use in a diagnostic procedure. The procedure was completed with a similar scope. There was no reported patient harm or impact due to this event.